Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available.

Manufacturer narrative:
Correction: upon review, the defibrillation lead should not have been submitted as a medical device report 2017865-2018-13383 as the event did not indicate a malfunction caused a serious event.

Event description:
New information received noted the patient was not deceased. The device was explanted for normal elective replacement indicator (eri).